Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had temperature overheated alarm.there was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced both pressure transducers and calibrated unit. Performed complete checkout of device. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.